Event description:
During manufacturing at atom, there was 1 leak product has been found.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a050401 - fluid/blood leak. Patient problem code: f27 ¿ no patient involvement.

Event description:
During manufacturing at atom, there was 1 leak product has been found. (B)(6) 2023: leakage was observed from the white part. Attached photo is the taken at that time. No damage was observed. No physical sample is available.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: photos were provided to our quality team for investigation. The photos display an injector which was reported to have leaked during inspections performed by atom. Based on the photo's, it appears a leakage test was performed without having the injector connected to a mating component. If the injector is not properly engaged to allows fluid to flow through the system, pressure will build within the device, causing damage to the seal and within the injector housing. A device history review was performed for reported lot 2003117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of lot 2003117 were used for additional evaluation. The products were visually inspected, no damage or defects were observed. Functional testing was performed and in all instances, the product performed as intended. Products undergo visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. Results were reviewed for the reported lot and verified to be within specification. Based on our quality team's investigation, this incident likely occurred as a result of of the testing performed by atom, improperly engaging the device, causing damage to the piece that resulted in the leak reported. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.